Event description:
Procedure: low anterior resection. According to the reporter, the anvil popped off from the pin when the staff closed the instrument for the anastomosis, and the staff was not able to keep the anvil on the pin during several attempts to attach. The staff had to convert to open surgery. The staff took another instrument (eea28) and made a successful anastomosis. The flaps of the anvil used in the laparoscopy were forced to the exterior, enlarging the opening. There was no blood loss beyond 200cc. The surgical time was extended approximately one hour. The patient is reported to be recovered.

Manufacturer narrative:
(B)(4). (B)(4).